Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an occlusion alarm. Reportedly, the cause of the alarms was due to a bent infusion set cannula. Blood glucose elevated to 588 (mg/dl) and continue to rise to 600 (mg/dl) on the following day. The camp medical staff changed the infusion site and had possibly administered the manual injection to the customer; however, the contact was unable to verify. Reportedly, a supply change was performed and the customer resumed pump therapy.